Manufacturer narrative:
According to the customer, the foley balloon "ruptured" causing a return of "blood" into the catheter, removal of the catheter, and utilization of "cystoscopy" for placement of an additional catheter. The customer did not report any serious injury related to the reported incident. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Incident information received by FDA under medwatch#: mw5162708. Initial reporter chose to remain confidential. No customer information available to manufacturer.

Event description:
According to the customer, the foley balloon "ruptured" causing a return of "blood" into the catheter, removal of the catheter, and utilization of "cystoscopy" for placement of an additional catheter.